Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21424348. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7148742. UDI: (B)(4).

Event description:
It was reported that the patient experienced shocking sensations from the stimulator even when it was turned off and indicated a history of loss of therapy. Additionally, the patient stated that the implanted device caused him into coma. The patient underwent explant procedure. No further information could be obtained.